Event description:
The patient, a 3 y/o iddm, began feeling ill with flu symptoms on 1/16. Readings on his one touch profile meter ranged between 54 and 68 mg/dl on 1/16 and 1/17. His insulin was decreased the morning of 1/17 upon the advice of his physician. At 1:30 pm the patient was transported privately to the hospital because he was still ill, dehydrated and had deep respirations. Upon arrival, a laboratory blood glucose result was 1700 mg/dl. The patient received IV fluids and insulin and within 3 hours his blood glucose level was down to 400 mg/dl. He remained hospitalized until 1/20. The reporter stated that she did not believe the meter was at fault. She felt there was an issue with the test strips which had been used up the day of the incident (the vial was discarded). The meter is reportedly cleaned and maintained according to manufacturer's recommendations and was in calibration on 1/29, reading 81 within a labeled range of 66-89.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point co considers this matter closed.